Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for spinal pain. The caller reported that it is taking too long to recharge their device. They stated that they have never been able to get the implantable neurostimulator (ins) to fully charge. The caller noted that the patient sits for several hours, and they can never get the ins more than ¾ full. They stated that this has been an issue since day 1. They mentioned that the ins started out at ¾ full, then went to half full, and then eventually went to ¾ full and has stayed there. The caller indicated that they charge the ins every day for at least 45 minutes. The caller was to follow-up with a healthcare provider. No further complications or patient symptoms were reported.